Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found the pinch valve tubing needed to be replaced. He replaced the tubing and adjusted the sample probe voltage. He ran precision testing that was successful. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable t4 results for patient samples from the cobas 6000 e601 module. Two examples were provided. Patient 1 initial result was 24.0 mg/dl with a data flag and the repeat result was 7.0 mg/dl. Patient 2 initial result was 24.0 mg/dl with a data flag and the repeat result was 4.24 mg/dl. The repeat results were believed to be correct.